Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign object is confirmed and was determined to be manufacturing related. Five photographs and one video of a triple lumen powerpicc solo catheter were returned for evaluation. An initial visual observation of the photographs and video showed what appeared to be a metallic object within the catheter between the molded joint and the extension tube of the white lumen. The other two extension tubes appeared undamaged and clear of any objects. Use residue was observed within the extension tube of the white lumen. This object likely contributed to the reported difficulty infusing the catheter. The size, shape, color, and location of the object suggest it is a molding pin from the manufacturing process. Therefore, this complaint was determined to be manufacturing related. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported an incident involving a foreign object in a PICC line. The PICC line had been placed on (B)(6) 2025. There were no concerns with insertion per the respiratory therapist, rt. Each lumen flushed without issue prior to inserting the line and there were no foreign objects located in the PICC lumen noted at that time. Once the line was in place, the same lumen that had the foreign object was able to be flushed but had a small amount of difficulty flushing. The rt was able to pull back on the line without any difficulty. As a result, the rt determined that there was likely a positional issue affecting the flushing of this line. There were no issues with the other 2 lumens. An xray was completed following insertion, which demonstrated no issues. On 08.20.2025, the lines team was notified, as the nurse was having difficulty flushing the line. Upon inspection of the PICC, the rt noted that there was what appears to be a metal piece inside the lumen of one of the lines. The metal piece was described as a dark inflexible thick piece, which is different than any type of metal that would be included in the PICC insertion kit. The metal piece appears to be coming out of the hub. The line was removed and a new line was placed. There has been no identified patient harm.